Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, potential high-voltage circuit damage was identified, and the implantable cardioverter defibrillator (ICD) failed to deliver therapy. No intervention was performed. The patient was in stable condition.